Event description:
It was reported that the patients leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 19801436.